Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: unknown. UDI: (B)(4). Investigation summary: the actual device was returned for evaluation. Visual analysis found witness marks on the attachment points of the saw interfacing clamping block consistent with the device being assembled with a saw handpiece prior to being returned. Therefore, it is not likely for the allegation to be an out of box failure. Functional evaluation of the returned sasi confirmed the saw lever was seized. Furthermore, the welds of the pivot pins were broken. It is suspected this is due to galling between the pins and the lever and attempts to force the lever open and closed. Attempts to free up the lever using warm water and lubricant was unsuccessful due the severity of the galling. The overall complaint was confirmed as the reported condition was replicated. The assignable root cause was due to component wear.

Event description:
It was reported that during device testing, the robotic assisted saw interface device left was stuck closed and the clamp could not opened. During device evaluation it was found that the device welds of the pivot pins were broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.